Manufacturer narrative:
(B)(4). The service engineer (se) inspected the ventilator and replaced the breath graphical user interface (gui) printed circuit board (pcb). The ventilator passed all the required testing.

Event description:
The customer reported stating that the ventilator had a loss of communication issue. The failure did not occur during patient use.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.